Event description:
The customer reported the system stopped working following boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was installed during the service call. The reported issue is currently under investigation.